Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer administered a manual injection to address bg level. Reportedly, the customer was instructed to reset the pump to resolve the issue; however, the customer declined additional troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.